Event description:
Additional information received, the device was explanted and replaced to resolve the event and the patient was stable following the procedure.

Event description:
During a clinic follow up, possible premature battery depletion was noted on the device. The device is awaiting explant and the patient was stable with no adverse consequences reported.

Manufacturer narrative:
Additional information: premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.